Event description:
It was reported that on (B)(6) 2022, 25 mm amplatzer cribriform occluder was selected for implant. During the procedure, while the physician deployed the left disc, the device presented in a concave deformation. After several attempts to reopen the disc, the device was exchanged with another 25 mm amplatzer cribriform occluder which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable with no consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of device presented in concave formation was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.